Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the pin measuring 33.3/33.4 cm was returned for analysis. Final analysis found external insulation abrasion was noted at 14.6-14.9 cm from the pin consistent with lead friction to the ICD can. The efte coating was intact at the re cables.

Event description:
This report is to advise of an event during analysis.